Event description:
Customer reported that a pt sustained two 3rd degree burns one was 3 x 4cm and the other was 1 x 2cm under the electrosurgical pad following a cavotricuspid isthmus ablation procedure for a typical atrial flutter in the right atrium. The pt had to undergo two surgeries to heal wounds. The type of surgical procedures to the wounds performed was not specified in the filed complaint. The user facility failed to follow instructions/recommendations for generator and electrosurgical pad. User failed to follow recommendations of the manufacturer of the generator who recommend the use of the another 3m product. The hospital was using the recommended product and then changed to this product. The hospital was changed back to initial product they were using which is larger in size and since their generator delivers high current flow for extended periods of time. Customer reported activation of the catheter 30 to 60 seconds for 5 to 60 times during the duration of the procedure but did not specify the time of each activation product labeling for 9130f indicates the following: to reduce the risk of burns, do not overload the universal pad with too much current: do not activate the electrosurgical device or active accessory for more than 60 seconds in any 2-minute period, as this will overload the universal pad with current and may result in a pt.

Manufacturer narrative:
Method: device form same lot evaluated. The generator used is specifically designed to deliver high current flow for extended periods of time. 3m electrosurgical pad was tested within same lot and passed impedance testing and met specifications. The end.